Event description:
Distributor received info that a pt with an implantable cardioverter (ICD) and lead system experienced oversensing and inappropriate therapy. An invasive procedure was performed and the physician elected to remove from service (capped) the two unipolar rate sensing leads. A new bipolar rate sensing lead was implanted. This procedure was performed on 8/9/94. A recent co distributor internal department review identified paperwork from the 8/9/94 procedure. On 10/25/96 distributor learned that this pt's complete (ICD) system was removed 8/26/96 due to infection.